Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the anatomy and/or other device resulting in the reported physical resistance. Manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure that was performed in either 2007 or 2008. The physician had a balance middleweight (bmw) guide wire separate into two pieces. The physician does not remember clearly if there was resistance during advancement of the guide wire, but suspects that there was. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.